Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and confirmed that the power of 22 d lens was replaced with power of 21 d lens.

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred distance vision with myopic outcome and refraction was-1.25 instead of plano. The iol was exchanged with an alternate iol. Additional information has been requested; however, further information has not been received.